Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three appropriate treatments, two of which resulted in post shock asystole and one which did not convert the arrhythmia. The patient also received a non-lifevest defibrillation. The device was started up at 01:42:32 on (B)(6) 2023. At 03:30:00, an arrhythmia was detected. ECG shows vf with motion artifact. At 03:30:37, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 200 bpm. The post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 03:32:56, the patient received the non-lifevest defibrillation. The rhythm at the time of the non-lifevest shock was vf. Post shock rhythm was asystole with intermittent cardiac activity and motion artifact. At 03:34:14, an arrhythmia was detected. ECG shows vf. At 03:34:43, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole for 9 seconds with motion/tactile artifact transitioning to vt @ 180 bpm with low amplitude cardiac signal. At 03:35:17, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm with low amplitude cardiac signal. The post shock rhythm was asystole with motion/tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 03:36:45 on (B)(6) 2023.